Event description:
The pt was implanted with an itrel neurostimulator on 6/16/1998 for chronic intractable pain of the trunk and limbs. On 4/3/1999, the pt experienced the turning off of her device after walking through a library security system.